Event description:
During device replacement due to normal eri, the set screw was unable to be withdrawn due to being stripped. The issue was resolved by cutting the lead and replacing the device and lead. The patient was in stable condition and experienced no adverse health consequences.